Event description:
A us distributor returned a monitor and reported the monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to the battery tab is cracked causing the batteries in the monitor case to become loose. The loose batteries are cause an unsecured connection to monitor. The root cause for the damaged enclosure could not be positively identified. No adverse event resulted from the damaged monitor.